Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2021 and the suture was used. It was also reported that the needle pull off occurred. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there multiple patients/ procedures involved with reported 20 pull offs (w8310 and hs6861h)? If yes, please provide or create additional file/ pc number for each patient/ procedure. In addition, specify product codes and quantity of pull offs occurred per each procedure/ patient? Were both product codes w8310 and hs6861h used in this one single procedure (event (B)(6) 2021)? Please clarify how many pull offs of w8310 occurred during this one procedure? Please clarify how many pull offs of hs6861h occurred during this one procedure? Please clarify and specify for all procedures: did the event occur before the procedure (pre op) or during the procedure (intra op)? Lot numbers? Procedure(s) name? Were there any patient consequences? How was the procedure completed? Event were submitted via 2210968-2021-11385.